Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient reported poor performance with her device resulting in device non-use. Clinical management of the patient is underway. The implanted device remains.